Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts on the first row on the proximal end of the stent were raised up and some struts on the tenth row in from the proximal end of the stent were also raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several small kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in a very calcified, narrow unspecified vessel. The 3.0 x 32 mm promus element plus stent delivery system (sds) was advanced multiple times however resistance was noted and the sds failed to cross the lesion. When the stent was removed, strut damage was noticed. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is stable.